Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal vip device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal vip instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal vip device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.

Event description:
Antegrade stick with angiogram was completed in the left cfa. Angio-seal vip vascular closure device was deployed to close artery. Bleeding occurred in the procedure room and manual compression was applied for more than one hour. The patient developed a hematoma and was transferred to another medical center; a laser embolectomy to break up the collagen was completed with no consequences to the patient.